Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 5, 2023.

Manufacturer narrative:
This report is submitted on march 15, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.